Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2014-33271.

Event description:
It was reported that the when the customer took a bolus this morning, his blood glucose level dropped to 56 mg/dl. Customer stated that he drank orange juice to get blood glucose level back to 138 mg/dl. Customer stated that his blood glucose level dropped from 556 mg/dl to 56 mg/dl. Customer has treated with food and has been experiencing low blood glucose levels for 24 hours. Customer was not admitted as an inpatient for medical treatment. Customer was advised to monitor the pump and call back if issues persist. Customer was also advised to contact health care professional for other possible causes for quick blood glucose drop. No additional information provided.